Event description:
Customer reported a button error on his insulin pump. He cannot clear the alarm. Customer's blood glucose is 309 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons and alarmed for a button error due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked display window corner and a cracked reservoir tube lip.